Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. Initial reporter facility name: (B)(6).

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[this pump s/n: (B)(4) arrived from the ward in maintenance mode - not for human use. Alarmed error 132.3000 settings un -restore able. Error log 9 system errors since 14/1/2022.]. There was no reported patient involvement.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[this pump s/n: (B)(6) arrived from the ward in maintenance mode - not for human use. Alarmed error 132.3000 settings un -restore able. Error log 9 system errors since (B)(6)2022.]. There was no reported patient involvement.

Manufacturer narrative:
Remedial action #: z-1520-2017, z-2717-2020, z-2909-2020 additional information: imdrf annex a, g, b, c and d grids, remedial action required, remedial action # omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.